Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v061739, implanted: (B)(6) 2008, product type: lead. Product ID: 3389s-40, lot# v061739, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4)

Event description:
A consumer whose indication for use was parkinson's dual reported that her new ins(implantable neurostimulator) battery was dropping faster than expected. The battery voltage read 3.12v (volt) when she first checked it and then 3 days later it was at 3.05v and it was at 3.04v when she checked it on day of the report. The patient further indicated that ins battery voltage dropped to 2.97v on 9/09/2015. She fell the day after surgery and need to lift herself up on a high bed. She had been hurting since. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent